Event description:
Chemotherapy interrupted for 4 hrs due to pump failure. Pump alarmed and pt unable to resolve. Turned pump off, pump then turned back on. Dashes across the screen without vertical hold appeared. Pump would not do unit self test. Pump removed from svc and new pump given to residence.